Manufacturer narrative:
The device was used for an off label indicationa good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rektor, I., dolezalova, I., chrastina, j., jurák, p., halámek, j., balá¿, m., brázdil, m. High-frequency oscillations in the human anterior nucleus of the thalamus. Brain stimulation. 2016. 9(4):629-631. Doi: 10.1016/j.brs.2016.04.010. Summary: deep brain stimulation of the anterior nucleus of the thalamus (antdbs) has recently been introduced in therapy for refractory epilepsy and is approved for clinical use in europe. Here we report the first description of interictal and ictal eeg recording in the human ant. Reported events: patient 2: a (B)(6) female patient with deep brain stimulation (dbs) of the anterior nucleus of the thalamus to treat bilateral temporal lobe epilepsy secondary to hippocampal sclerosis experienced ¿psychotic events¿ and reportedly had the stimulator switched off. Additional information received from the author reported that the patient first began experiencing ¿suspected psychosis¿ in 2012. A CT scan and psychiatric investigation was performed, but no new pathology was revealed. It was noted that cause of the event was not determined. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.